Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, no anomalies were noted to the tubing, the pressure gauge was securely attached and no clear residue was noted outside of the gauge. During functional evaluation, the presto device was connected to an in-house pressure gauge and the piston handle was turned. The presto pressure gauge would not read: staying at 0atm while in-house pressure gauge read at 600 psi. A wrench was used to remove the pressure gauge from the threaded portion of syringe and no anomalies were noted. The gauge was then screwed back in and another attempt to turn piston was made. The gauge read at 40 atm with the in-house pressure gauge at approximately 580psi. No other functional testing was performed. Therefore, the investigation is confirmed for the reported pressure gauge not working as the pressure gauge did not work at the initial attempt. A definitive root cause for the alleged pressure gauge not working could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025)

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the inflation device allegedly failed to work. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure using presto in the superficial femoral artery, the inflation device was allegedly failed to work. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2025).